Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the right ventricular lead. The patient had experienced dizziness from the oversensing as it had resulted in pacing inhibition. The device was reprogrammed to avoid the oversensing, however, undersensing was noted. The rv lead was replaced to resolve the event, however, it is unknown if the lead was explanted or if it was capped.

Manufacturer narrative:
The reported events of undersensing and oversensing noise were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the silicone between the helix housing and ring electrode assembly exposing the header coupling at the header assembly region consistent with friction to another implanted device or feature of the patient anatomy. The cause of the reported events was due to the exposure of the header coupling at the abrasion zone.

Event description:
Additional information was received noting the right ventricular lead was explanted and replaced.